Event description:
The surgeon implanted a cc4204bf collamer lens, diopter +21.0, but the cartridge split and tore the lens while it was being inserted. The lens was removed in pieces with no patient injury or event. An msi-pf injector and an sfc-25 fp cartridge were used, but the lot numbers were not provided by the facility.